Event description:
It was reported by clinician to arrow clinical support (acs) that pump was experiencing drain failure alarms. Alarm occurring every 15-20 minutes. Pump was working fine while alarm sounded. Acs asked clinician to check condensation bottle. Bottle was empty and there was no condensation in iab tubing. Acs advised there may be a problem w/condensation removal of pump and suggested exchanging console. Clinician advised this may not be necessary as pt was developing limb ischemia and they planned to remove iab and not replace it. No complications reported. Arrow field service evaluated pump and confirmed the problem. The penumatic control system (pcs) was replaced. The drain line fitting at pcs was blocked. It was replaced. Pump was run again and gave a system error 1 message. Replaced cpu board. Pump was returned to service.